Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up, one measurement of low out-of-range hv lead impedance was observed. During in clinic device testing, all measurements were good and within normal range. Physician decided to monitor the patient through normal follow-up. Patient's condition was good and stable.

Event description:
New information received notes that during follow-up, one low out-of-range hv lead impedance measurement was observed again. The low hv lead impedance measurement was reproducible with isometrics. No resolution has been taken yet. Patient's condition was good.

Event description:
New information received notes that when the device was interrogated after the patient felt vibratory patient alert, low out-of-range hv lead impedance measurement was observed again. It was reported that the patient accidentally felt down before feeling the ICD vibration. Programming changes were made and alert limit for out-of-range hv lead impedance was increased.